Event description:
During device evaluation, it was observed that the covering of the knife wire on the single-use 3-lumen sphincterotome was peeled and dislodged. No patient was involved in the incident.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.